Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, a bard 7617405 catheter was inserted for chemotherapy treatment. On (B)(6) 2024, during the hospital stay, it was found that the catheter was leaking. The catheter was examined at the PICC outpatient clinic, and the catheter was slowly removed. It was found that the catheter was damaged and leaking near the tip, and the catheter could not be used normally. The leak occurred in the extracorporeal portion, and later examination revealed a break not far from the tip. The patient needs to have the catheter repositioned to meet the needs of the therapeutic work, resulting in a secondary puncture. No other information was provided.